Manufacturer narrative:
The reported events of helix mechanism issue and the high pacing lead impedance were confirmed. As received, a complete lead was returned in one piece. Visual examination fount the helix extended, bent, and clogged with blood/tissue. X-ray examination found the inner coil over torqued, the filars were broken at the connector region and the helix was bent consistent with procedural damage. The cause of the reported events of helix mechanism issue and the high pacing lead impedance was isolated to the helix being clogged with blood/tissue and the procedural damage to the helix and inner coil over-torquing.

Event description:
Related manufacturer number: 2017865-2023-22135. It was reported during implant procedure that both ventricular leads that were attempted to be placed exhibited high pacing impedance and helix retraction failure. The leads were successfully exchanged. There were no patient consequences.